Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarms were noted. The pump communicated properly with the blood glucose meter. The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 37 mg/dl. The customer had some orange juice to treat her blood glucose level. The customer's blood glucose level went up to 401 mg/dl. She treated her blood glucose level using the insulin pump. The insulin pump's programming was inaccurate. The reservoir was showing less insulin than what was shown on the status screen. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.